Manufacturer narrative:
The quattro catheter used at the time of the event will not be returned for evaluation, it has been disposed by the customer. Therefore, a physical investigation will not be performed. Per zoll medical safety assessment, patients in a critical condition are predisposed to thrombogenicity. Development of thrombus is a common complication is such patient population. Critically ill patients are at increased risk of vte because of the presence of multiple predisposing factors [w. Geerts, et al. Venous thromboembolism and its prevention in critical care. J crit care, 17 (2002), pp. 95-104]. The rate of thrombosis for critical care patients receiving cvcs ranges from 20 to 30%. Development of thrombus is a known complication of central catheters of any kind as well [zoll white paper on dvt]. Event was not serious because it did not meet any criteria for seriousness (did not cause death, did not cause life-threatening condition, did not require treatment to prevent life-threatening condition, did not require new or prolonged hospitalization). Event assessed as probably related to the zoll quattro catheter due to relevant timing and location of thrombus in vena cava.

Event description:
A patient was treated for hypothermia after resuscitation and after 96 hours of ivtm therapy, customer reported that a vena cava inferior thrombosis was diagnosed during ultrasound diagnostics after removal of the quattro catheter, however; the thrombosis had no clinical effect, no pulmonary embolism. Patient was on full anticoagulation of partial thromboplastin time (ptt) for more than 50 second using heparin perfusor. It was noted that the quattro catheter (lot #unknown) was placed smoothly in the patient's right femoral vein by an experienced physician. Thermogard system did not alarm and no other adjunct temperature management performed or use. No patient consequence was reported.